Manufacturer narrative:
(B)(4). Constant pump error alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test due to pump error alarms. Insulin pump passed self test. No traces of moisture noted at electronic assemblies per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay and faded serial number label. The p-cap, reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated they performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.